Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was explanted approximately 2 years after implant for an unknown reason. A new pacemaker was implanted successfully. No additional adverse patient effects were reported.